Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found a blockage in the pre-wash nozzle in the rinse station. He cleaned the rinse station and removed the blockage. Qcs were performed with acceptable results. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2025: the initial result of the original patient sample was 36.17 iu/l. The first repeat result was <0.100 iu/l with a data flag. On (B)(6) 2025: the second repeat result was <0.100 iu/l with a data flag. The result of a different patient sample was <0.100 iu/l with a data flag. The physician questioned the initial result, prompting the patient's sample to be rerun.